Event description:
It was further reported that the patient experienced respiratory failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5, b7 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2019 additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420/ expiration date: (B)(6) 2021 / serial#: (B)(6) d9: no, h3: no, h4: mfg date: 16-jun-2020, h5: no, d1: heartware ventricular assist system ¿controller, d4: model #: 1420 / catalog #: 1420/ expiration date: 31-oct-2024 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 01-nov-2023, h5: no, d1: heartware ventricular assist system ¿controller, d4: model #: 1420 / catalog #: 1420/ expiration date: 30-nov-2024 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 27-nov-2023, h5: no, h6: the codes present in section, h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient called the on-call vad phone reporting a controller fault alarm. The patient was advised to go to the emergency department for equipment check and controller exchange. The controller was attempted to be exchanged and the vad failed to restart. The patient was intubated, chest compressions were initiated and a code blue was run with external defibrillation shocks three times. After approximately thirty-five (35) minutes of resuscitation the patient was pronounced deceased. Review of log file data showed motor starts with atypical parameters and failure to restart on the vad. Two controllers also demonstrated vad disconnect alarms, vad stopped alarms and unexpected loss of power to the controller. A third controller also demonstrated unexpected loss of power.

Event description:
It was further reported that after the controller exchange, the controller worked fine for two minutes and then stopped.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial: (B)(6), d9: yes, return date: 03-jul-2024 h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial: (B)(6), d9: yes, return date: 03-jul-2024, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial: (B)(6), d9: yes, return date: 03-jul-2024, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. Three (3) controllers (B)(6) were returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 21:16:06, and on (B)(6) 2024 at 06:44:55, 07:39:02, and 07:44:29, in which the motor start parameters were atypical. Failure analysis of (B)(6) revealed contamination within the serial port, both power ports and pump connectors. These are additional findings, not related to the reported event. The most likely root cause of the observed contamination events can be attributed to the handling of the device. Functional testing revealed that the no power alarm sounded when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel- metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed two (2) controller fault alarms were logged on (B)(6) 2024 at 03:37:28 and 08:23:12, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 05:27:49, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange attempt. One (1) controller power up event without a successful motor start was then logged at 05:32:26. After the loss of power at 05:32:26, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. This was followed by one (1) vad stopped alarm at 05:32:47 and an unsuccessful motor start event at 05:34:56, indicating that the pump failed to restart after multiple attempts. Log files also revealed one (1) vad disconnect alarm was logged at 05:38:50, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the failure to restart. Additionally, several controller power-up events were logged between 05:32:26 and 07:49:49, likely due to troubleshooting of the failure to restart. A successful motor start event was logged at 07:44:29. Failure analysis of (B)(6) revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the pump connector pins; this is an additional finding not related to the reported event. Internal visual inspection of (B)(6) did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use at the time of the reported event. Review of the event log file revealed one (1) controller power-up event was logged on (B)(6) 2024 at 04:13:09. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange attempt. Further review of the event log file revealed several additional controller power-up events were logged on (B)(6) 2024 between 05:25:25 and 05:38:05, likely due to troubleshooting. Review of the alarm log file revealed one (1) vad disconnect alarm was logged at 05:25:34, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange attempt. After the loss of power at 05:29:44, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. This was followed by two (2) vad stopped alarms logged at 05:30:01 and 05:38:23, as well as an unsuccessful motor start event logged at 05:40:32, indicating that the pump failed to restart after multiple attempts. Log files also revealed one (1) controller power-up event with a successful motor start event was then logged at 07:39:02. Further review of the alarm log file revealed one (1) additional vad disconnect alarm was logged at 07:42:49, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis did not reveal any controller fault alarms involving (B)(6) within the analyzed period. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. Internal visual inspection of (B)(6) did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use at the time of the reported event. Log file analysis revealed one (1) controller power-up event without an associated motor start event was logged on (B)(6) 2024 at 06:21:44. Additionally, log files revealed one (1) additional controller power-up event with a successful motor start event was logged at 06:44:51. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the power up events occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 06:46:48 and 11:19:17, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Of note, the successful motor start events occurred after the patient¿s death. As a result, the reported controller fault alarms associated with (B)(6), vad disconnect alarms, vad stopped alarms, loss of power events, failed motor starts, and atypical motor start parameters events were confirmed. The controller fault alarm associated with (B)(6) could not be confirmed. A possible cause of the reported controller fault alarm involving (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the loss of power events can be attributed to controller exchanges, troubleshooting of the vad stopped alarms and/or due to the battery discharge overcurrent condition. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.